Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly. No additional adverse patient effects were reported. Additional information indicated that this rv lead exhibited high pacing thresholds and was previously repositioned multiple times. The physician then decided to remove this lead. No additional adverse patient effects were reported.